Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, such as using different wall adapters and charging cables. Eventually, the issue was resolved by using a different charging cable, and no further assistance was required as the pump began charging successfully.